Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported mitral valve insufficiency/regurgitation (mr), and heart failure/congestive heart failure cannot be determined. However, heart failure and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. B3: date of event estimated d4: the UDI is unknown due to the part/lot number was not provided d6: date of implant estimated attachment: article titled ¿mitral transcatheter edge-to-edge repair in nonagenarians.

Event description:
It was reported through a research article that 967 patients underwent edge-to-edge mitral valve repair (m-teer) from 2013 to 2020. Within one year of the procedure, the implanted mitraclip may have caused or contribute to recurrent mitral regurgitation (mr), heart failure, and hospitalization. Additional information is listed in the attached article, titled "mitral transcatheter edge-to-edge repair in nonagenarians."